Event description:
Pt reported that they awoke in morning to find that their infusion set tubing had broken. Pt's blood glucose was 353 mg/dl. Pt changed their infusion set and their blood glucose returned to normal. No treatment was received for high blood glucose.